Event description:
I have been using the dexcom g6 cgm (continuous glucose monitor) for several months without any noticeable issues. Upon changing the sensor on (B)(6) 2023, I noticed a rash had formed under the sensor. There were several bright red bumps, considerable itching, peeling skin, and the skin is hard to the touch. I have been treating it using otc (over the counter) neosporin and it seems to be getting better. This is the first time I have noticed a rash of this nature after changing out the sensor device. I have changed the device approximately ten times prior (alternating arms each time) without any issues.